Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 20, 2016 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was difficult to rotate. The device was then withdrawn and was found that the trip wire was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device for analysis with residue present indicating use. A visual examination of the ligator head found five bands present and in the correct position, two bands was deployed and were not returned. There were no issues with the irrigation tube or the ligator teeth. It was noticed that the suture loop was broken and attached to the trip wire loop and ligator head. The trip wire was bent and not secured in the handle assembly slot. The slot did not present any evidence of previous securing of the tripwire. The proximal loop of the trip wire was retracted into the handle post with the crimp inside the post and the trip wire was wrapped one and a half revolutions around the spool. The proximal loop of the trip wire was retracted into the handle post with the crimp inside the post and the trip wire was wrapped 1½ revolutions around the spool. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, and an audible click was heard, and indents were felt. There were no issue noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was difficult to rotate. The device was then withdrawn and was found that the trip wire was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.